Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this peritonitis event. Information related to the cause of the patient¿s peritonitis was not provided; however, the lab report stated the pd effluent culture resulted positive for staphylococcus epidermidis. Staph epi is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis. This suggests a breach in aseptic technique although it was not confirmed. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as causing or contributing to the patient¿s peritonitis.

Event description:
During a voice of the customer survey, this patient was asked for the main reason that led them to discontinue peritoneal dialysis (pd). The patient response stated they experienced a recent serious infection. Follow-up was conducted with the clinic manager. The patient was initiated on pd therapy on (B)(6) 2021. There was a lab report dated (B)(6) 2021 resulting from pd fluid which showed many white blood cells (value not provided). The report stated the fluid sample was positive for staphylococcus epidermidis. No additional information was available related to this peritonitis event. The patient was transitioned to in-center hemodialysis (hd) on (B)(6) 2021.

Event description:
During a voice of the customer survey, this patient was asked for the main reason that led them to discontinue peritoneal dialysis (pd). The patient response stated they experienced a recent serious infection. Follow-up was conducted with the clinic manager. The patient was initiated on pd therapy on (B)(6) 2021. There was a lab report dated (B)(6) 2021 resulting from pd fluid which showed many white blood cells (value not provided). The report stated the fluid sample was positive for staphylococcus epidermidis. No additional information was available related to this peritonitis event. The patient was transitioned to in-center hemodialysis (hd) on (B)(6) 2021.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.